Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was in to have their stimulator checked. They stated that they hadn¿t had stimulation checked in a long time. The patient stated they were getting 50 percent or more pain relief, but they had a car accident on (B)(6) 2019. The patient stated that since then their relief had not changed, but that they had a new pain in the right side of their neck, but if they turned stimulation up the stimulator would cover the new pain area. The patient denied all other complaints at this time. The clinical specialist completed an impedance check and found that contacts 11, 12, 13 and 15 were greater than 10,000 ohms. It was indicated that none of these contacts were being used for relief. The patient stated that they weren¿t sure what would have caused the high impedances other than the car accident. Diagnostics and troubleshooting performed was impedances were checked and new programming was done. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.